Event description:
It was reported that during a ureteroscopy procedure, after the doctor pressed the pedal to perform the laser surgery, the fiber broke inside the ureteroscope. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that during a ureteroscopy procedure, after the doctor pressed the pedal to perform the laser surgery, the fiber broke inside the ureteroscope. The procedure was completed using another fiber. There were no patient complications reported.